Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and excessive no delivery alarm noted. The motor was tested outside of the device and passed. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump drive support cap was flushed out. The customer's blood glucose value was 310 mg/dl. Troubleshooting was done. The customer stated that the insulin pump had motor error alarm 3 weeks ago and no delivery alarms. The insulin pump will be returned for analysis.